Event description:
The customer reported that decreased white blood cell (wbc) and neutrophil (ne#) results were generated from a coulter act 5diff cap pierce (cp). The erroneous results were accompanied by instrument generated flags and a system generated analytical alarm which collectively required the review of the results. The erroneous wbc and ne# results were reported out of the laboratory however there are no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing at a different laboratory, the wbc and ne # repeat results were higher and considered valid. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this event and recovered within assay limits. The patient specimen was collected via a port draw and was tested in closed vial mode.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2010 for this event. The field service engineer (fse) performed an extended clean procedure on the instrument, executed a reproducibility assessment and performed a system calibration. All of the values recovered within acceptable limits. A root cause of the erroneous results could not be determined based on available information. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable.